Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the patient experienced trouble with charging since their last intervention (november 2nd). The charge coupling was about 2 out of 8 squares. No contributing factors were noted. The charger was replaced. Xrays were also taken. No patient complications were reported as a result of this event. Additional information received from the manufacturing representative reported that the patient had a revision. The implantable neur ostimulator (ins) was upside down. The surgeon flipped it right side up. Impedances were okay. Coupling between the ins and charger was 8/8. The issue was resolved.